Event description:
It was reported that a shaft break had occurred. A percutaneous coronary intervention was being performed on a complex lesion. A 32 x 3.00 promus premier select drug-eluting stent was being advanced inside the patient when the shaft of the device broke. The device was able to be removed completely, however, the procedure was not completed due to this having occurred. The patient did not encounter any injury and was noted to be stable post-operation.

Manufacturer narrative:
Device is a combination product. B3 - event date: estimated based on the aware date of (B)(6) 2019. A p select ous mr 32 x 3.00 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube shaft found a break situated at 191 mm distal to the distal end of strain relief as well as multiple kinks located at different places along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break had occurred. A percutaneous coronary intervention was being performed on a complex lesion. A 32 x 3.00 promus premier select drug-eluting stent was being advanced inside the patient when the shaft of the device broke. The device was able to be removed completely, however, the procedure was not completed due to this having occurred. The patient did not encounter any injury and was noted to be stable post-operation.